Event description:
The customer reported that her insulin pump alarmed while priming the infusion set. Advised the caller that the device would be replaced and revert to back up plan. The blood glucose reading was 151mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device was received with missing end cap sticker.